Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the moment to tie the cystic duct during a laparoscopic cholecystectomy, there were issues experienced with the loading or firing of the clips. Another device was used to complete the case. There was no patient injury.